Manufacturer narrative:
This product is manufactured in (B)(4) but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm13.2 implantable collamer lens, -04.00 diopter, in the patients right eye (od), on (B)(6) 2011. The plan is to explant the lens due to progressive myopia. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2022, due to having a slightly high vault and was replaced for a shorter lens. At 1 day post-op, the uncorrected va was 20/50. Claim#: (B)(4).